Event description:
It was reported that during a hysterectomy procedure, the jaws lock on thick tissue when fully articulated. The jaw was opened with some extra effort. It was during a total laparoscopic procedure. The procedure was completed with an alternate like device with no patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.